Event description:
It was reported that, after a pump and catheter implant, it was discovered that the patient was leaking cerebrospinal fluid (csf) or drug from his spine. A catheter revision was planned. The device system was used to deliver morphine 5mg/ml at 0.24mg/day. It was later reported that the catheter revision was cancelled and a dura repair was done instead. The patient continued to receive therapy. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
A surgical intervention to repair the post-surgical leak on (B)(6) 2013 was further reported. The patient recovered without sequelae.